Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: vedr01 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was low impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.